Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
It was reported that the patient experienced ineffective therapy and was unable to switch therapy on due to high impedances on the leads. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, issue was resolved and therapy was restored post operatively.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.